Event description:
It was reported that the patient implanted with this pacemaker and associated non-boston scientific right atrial (ra) and right ventricular (rv) leads experienced syncopal episodes. When the physician checked the patient and device, some increase in pacing threshold values and pacing impedance measurements on the rv lead were observed in the data; however, during testing in the clinic the values were all normal. No noise or sensing issues were provoked with troubleshooting. A holter monitoring was done and the patient experienced pre-syncope that corresponded to an absence of rv pacing, and an asystole of 6 seconds occurred. The distributor representative was present at the next follow up. The lead trends data showed another increase in the rv pacing thresholds and impedances, but the lead values were again normal during testing in the clinic. X-rays showed the lead terminal pins were fully inserted into the device header. Intermittent loss of capture was occurring, as evidenced by the device performing repeated rvat (right ventricular automatic threshold) tests. The rv pacing configuration was reprogrammed to unipolar. Technical services discussed troubleshooting with patient movements and postures, and comparing current x-rays to those from the time of the implant, to see if the leads had moved. Technical services also discussed the clinical observations could be related to a potential intermittent contact of the lead to header interface. It was noted the implant was performed at a different hospital and the x-rays were not available. Another holter monitoring was performed and showed no abnormalities. It was noted the patient did not have more pre-syncope episodes since the rv lead was reprogrammed to unipolar pacing with bipolar sensing. The rv pacing outputs were programmed to a fixed output of 3.5v. No additional adverse patient effects were reported. As of today, the device and associated non-boston scientific leads remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.